Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to perform a left atrial appendage closure (laac), a versacross connect was selected for use. The physician gained right femoral vein access and inserted a short 16f sheath. A full dose of heparin was requested to be administered to the patient. An air being in the line was noted that was connected to the 16f sheath. After the issue with the air was resolved, the physician inserted the versacross radio frequency (rf) pigtail wire in right groin into the sheath in superior vena cava (svc). The physician then advanced the versacross connect dilator and single curve watchman sheath over. The physician was about to do the drop down from the svc but encountered issues with seeing transesophageal echocardiogram (tee) image on the monitor. Hence, he removed the versacross system from the body. Once the image worked properly, the devices were reinserted. As inserting the rf wire it appeared to have got caught somewhere close to the inferior vena cava (ivc). The wire was torqued and continued to be inserted. The physician started the drop down on the septum, but the imager could not see the sheath on the fossa. The physician thought maybe he was too low to cross the septum properly so, he torques the sheath posteriorly a little then inserted the wire to start over. The anesthesia personnel noticed that the patient pressure had dropped so, and it was noted that the patient had a pericardial effusion with cardiac tamponade, and the physician performed a pericardiocentesis. The effusion did not resolve so the patient was brought to surgery where a pericardial window was performed to treat the pericardial effusion. No other treatment or intervention was performed, but the patient had to be admitted to hospital beyond standard of care, and the patient is expected to make a full recovery. The device is not expected to be returned for analysis. There were multiple attempts tracking the wire up and dropping down into position on septum before tsp was performed (at least 2-3 times advancing the rf wire and dropping down). According to the physician, he believes the rf wire may have punctured something as he was inserting the wire into the svc.